Manufacturer narrative:
One sample was received for evaluation. This product is used in treatment. An inflation/deflation test was performed and it was observed to deflate immediately. Visual inspection reveals broken inflation line at the flange connection but part of the inflation line is still attached. Product does not meet specifications. Reported event is not confirmed as related with the manufacturing process. Unit disposition is unknown. Failure was isolated to a broken inflation line, however no root cause was determined. The failure relates to the complaint event. During inflation test, air is applied through the valve on the flat pilot balloon to inflate the cuff and checked for 24 hours to make sure it is still inflated. Deflation test is performed and a vacuum system is applied through valve on the flat pilot balloon to remove the air of the cuff. All manufacturing controls were found effective to detect the reported failure mode. No corrective action is required at this time. Information has been added to the database and trends will continue to be monitored. (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in 10 days of patient use an air leak occurred between the inflation line and the trach tube connection. The tube was removed and replaced. There was no patient injury.